Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that during impaction, the resident impacted the humeral liner trial into the humeral adapter tray to get it seated, utilizing a 42mm humeral liner impactor tip. Upon impaction, the top of the impactor tip fracted off. There was no surgical delay. Patient was last known to be in stable condition following the event. Device to be returned.

Manufacturer narrative:
Pending evaluation.

Event description:
It was reported that during impaction, the resident impacted the humeral liner trial into the humeral adapter tray to get it seated, utilizing a 42mm humeral liner impactor tip. Upon impaction, the top of the impactor tip fracted off. There was no surgical delay. Patient was last known to be in stable condition following the event. Device to be returned.

Manufacturer narrative:
(H3) based on historical complaint investigations and the returned device, the fractured humeral liner impactor tip reported was likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation, and ultimate fracture. Additionally, the devices may have experienced material degradation if sterilized beyond the recommended parameters listed in the reprocessing instruction which could have led to the observed failure.